Event description:
The customer originally reported that when the device was removed from the packaging that the knife blade was loose. The device was returned for evaluation with the knife blade exposed from the jaws.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.